Event description:
The customer reported that the 9900 system had a motion error and the motorized c-arm was disabled. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote sensor was replaced during the service call. The system was tested and found to be working as intended and put back into service.